Manufacturer narrative:
Section a3b: unknown. Section a5: unknown/ asked but not available. Section d4 - serial number: unknown/ not provided. Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the unknown dxr00v 12.5 diopter intraocular lens had an exchange because reportedly the patient was unable to adapt to light or halos. No injury, and surgical and medical interventions are required. The post-outcome status is no complaint.